Event description:
It was reported that on (B)(6) 2025, there was tibial nail surgery using tna system and flexion of patient knee, oscillating drill, tightening connecting screw. While drilling through the aiming arm, the drill was missing the locking slot of the nail causing delays. The account has two sets, and more recently the hooks on one of the aiming arms completely snapped off the insertion handle. New long connecting screws were recently released for the tibial nail advance system. All connecting screws were involved in the misalignment. There was 7 min surgical delay. Procedure was successfully completed. There was no patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 and h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it exhibits a condition consistent with normal use. The device exhibits corrosion originating from the laser marking. No other product problem observed. The potential cause for the observed condition of corrosion can be attributed to cleaning/sterilization methods. A dimensional inspection was not performed due not being applicable to the complaint condition. A functional evaluation was not performed due to the mating device was not returned for evaluation. After visual inspection of the device, the investigation did not find sufficient evidence to confirm the allegation of misalignment. The overall complaint was not confirmed as the observed condition of the connecting screw/ cannulated long would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.043.025-us. Lot number: 928p135. Manufacturing site: hägendorf. Release to warehouse date: 02-aug-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (exp. Date, lot), d9, h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.